Event description:
Integra syringe was used to deliver epogen into the blood tubing while the patients receive dialysis. Drug is injected into the venous side of the tubing through a non-latex access port. The flow rate of the blood reaches levels of 350ml/ minute and 500ml/ minute. The drug was drawn up in the normal fashion, nothing unusual was observed. The port was accessed, the drug delivered, at this point the needle and syringe where withdrawn from the port. The nurse noticed that the needle separated from the syringe. This caused blood exposure as blood "squirted" out of the needle.

Manufacturer narrative:
Evaluation summary: the event reported has been confirmed based on the returned devices. It was determined that this event was the result of an inadequate quantity of adhesive in the needle well that secures the needle to the hub. The manufacturing facility is aware of this condition and has taken steps to correct this issue. A review of our records confirmed that this is the first incident reported this condition on this product.